Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The first time the patient experienced inaccurate values, the cgm displayed 126 mg/dl; but her bg was 76 mg/dl. On the same day the sensor was inserted, the patient experienced a seizure that lasted over 10 minutes. Her friend called the paramedics; a bg was performed and was 45 mg/dl the cgm value was not provided. Per documentation, glucagon (gvoke hypopen) was administered. The patient was transported to the hospital by her friend as the paramedics arrived in a fire truck. The patient was admitted to the emergency department(ed) for approximately 24 hours. At the time of the report, the patient was doing okay. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.